Event description:
It was reported by the patient that the previously working remote monitor would not turn on. Troubleshooting steps were taken to no avail. A replacement cord was being sent to the patient. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the previously working remote monitor will not turn on. Troubleshooting steps were taken to no avail. A replacement cord is being sent to the patient. The monitor was later returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the monitor was analyzed and no anomalies were found, the reported event could not be confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.